Manufacturer narrative:
Additional information: lot number and associated information have been added to block d.4. Additional manufacturer narrative: an examination of returned used 60-6085-201a device found that the uterine balloon, vaginal cone, and cervical cup had broken off of the device. The uterine balloon also had a tear in it. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of five (5) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 51 reports, regarding 53 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to remove vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 60-6085-201a, medium, uterine manipulator device was used in a hysterectomy procedure on (B)(6) 2025, and ¿after colpotomy and vcare was being removed the device handle detached from the cervical cup and balloon. The staff was able to get all pieces of the device¿. The procedure was completed without the use of an alternate device. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Event description:
A sales representative reported on behalf of a customer that the 60-6085-201a, medium, uterine manipulator device was used in a hysterectomy procedure on (B)(6)2025, and ¿after colpotomy and vcare was being removed the device handle detached from the cervical cup and balloon. The staff was able to get all pieces of the device¿. The procedure was completed without the use of an alternate device. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.